Event description:
During a cholecystectomy procedure, on the third firing one side and 1/3 of the other side fired correctly. The other 2/3 of the staple line did not form correctly. The staples were missing. Another device was used to complete the case. There was no pt consequence.